Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: the device was received for evaluation. During functional testing, the reported problem "upstream occlusion" was not reproduced. The device was tested for upstream occlusion and it passed. A review of the event history log revealed "upstream occlusion!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the damaged and out of range ultrasonic sensor. The ultrasonic sensor required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had upstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.